Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of oversensing that resulted in false episodes of automatic mode switch were observed on the device. No intervention was performed and the patient was stable. The patient will continue to be monitored.